Event description:
It was reported that pump experienced malfunction after being kept in a bag outside in hot conditions while customer went into pool and malfunction code 3 with fault ID 0x2095 was displayed, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer stopped using affected pump, switched to multiple daily injections and backup pump to maintain insulin delivery, and technical support arranged pump replacement while customer planned to contact sales team after returning from vacation.